Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) patient had skin irritation under the rear therapy electrodes. The patient consulter his physician who provided an ointment. Follow-up indicated that the irritation was improved.